Manufacturer narrative:
Occupation: synthes rep. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
T was reported that on an unknown date, during a field inventory, a two (2) speed titan compression implant staples had broken through the plastic inserter device in the sterile packaging. The implant looks like they have been compromised and are not able to use for surgery. There was no patient involvement. This complaint involves two (2) devices. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: part: se-1515ti; bme lot: bmese160436; manufacturing date or release to warehouse date: december 30, 2016. Place of manufacture: biomedical enterprises, san antonio, tx. Lot expiration date: december 12, 2021. No nonconformance reports (ncmrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition.this lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Visual inspection: visual inspection was performed to determine the failure mode of this complaint. Inspection showed that the inserter broke at the island, confirming the complaint condition. Dimensional inspection: an accurate dimensional inspection of the returned device was not able to be performed because of the post manufacturing deformation. Document/ specification review: this is a known issue with se-1515ti. Relevant actions have been taken to address the issue. Review of the manufacturing record evaluation showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Investigation conclusion: the root cause of the issue was determined and previously addressed therefore, further investigation, including risk document review, will not be performed on this complaint. No manufacturing related issue was identified and/or confirmed. The potential impact of the design in the complaint condition has been addressed. No further corrective actions are required at this moment. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.